Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction originated from the station's backup, which was operating at a significantly reduced speed and failing to reboot correctly due to some corruption within the windows system. A field service engineer resolved the problem by reimaging the station and conducting a data synchronization. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failure involving multiple controlled substance pockets. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.